Manufacturer narrative:
The sensor was returned and evaluated by the supplier. The supplier's investigation also included a review of quality records, which found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. The device was returned in three pieces. The evaluation of the device found that the catheter material and internal wires were stretched and broken and the catheter was cut 1.5 cm from the epoxy taper at the sensor case. No functional testing was possible due to the condition of the device as it was received. The supplier confirmed the complaint of a broken sensor and determined the cause of failure to be mishandling of the device. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The sensor was implanted to the patient with brain infarction for one-day post-op monitoring. The day after surgey, when removing the sensor, it was found breaking and finally got broken during the removal procedure. According to the surgeon, the patient may have moved her head, however, the cause of the breakge is unclear. No patient harm was reported.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.